Event description:
It was reported that the device had a service indication and all leds would flash upon device power on. The device had several repeated error codes logged in the memory within seconds indicating a potential device lock-up. There was no report of pt involvement of incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the memory pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed memory pcb assembly and determined the root cause of issue to be failure of the random access memory (ram).